Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms but not reproduced during evaluation. System error 322 alarms were verified through a review of the event history log. Evaluation determined the cause was the link screws being out of specification. The link was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error low) alarm. There was no patient involvement. No additional information is available.